Event description:
It was reported that a red alert for an out of range right ventricular (rv) pace impedance measurement (measuring greater than 2,000 ohms) was detected on this device. No adverse patient effects were reported.

Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red alert for an out of range right ventricular (rv) pace impedance measurement (measuring greater than 2,000 ohms) was detected on this implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. Additional information received from the field indicates that lead function was normal at a recent follow-up appointment, and the physician elected to reprogram the device to increase impedance alarm limits. At this time, the ICD and rv lead remain implanted and in service.